Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was unable to perform insufflation, also display panel occasionally fails to light up. This was discovered during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Additional information: d9, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. The investigation was unable to reproduce the complaint phenomena, and the device met product specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was unable to perform insufflation, also display panel occasionally fails to light up. This was discovered during set up / inspection for use. There were no reports of patient harm.